Event description:
It was reported to philips that the ac power module failed and the ac inlet was pulled out.

Manufacturer narrative:
(B)(4). It was reported to philips that the ac power module failed and the ac inlet was pulled out. The customer ordered a new ac power module which resolved the failure. As of (B)(4) 2010, there have been no further reports of this issue from this customer site. The unit remains at the customer site with the new module installed.